Event description:
It was reported by the rn that the intra-aortic balloon pump (iabp) showed repeated system error 7's, then the pump completely shut down, screen blank, not pumping, the pump rebooted itself and started pumping again. The rn reported that the patient may have had presented contributing factors. In which the waveform was erratic, with runs of multiple pac's (premature atrial contractions), pvc's (premature ventricular contractions). Problem seemed to be resolved after new pump was put in place, removal of excessive arterial pressure (ap) tubing (extra 3 feet), and the addition of a "stabilizer," which was connected to the ap tubing 'most proximal to iabp. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of iabp shut off in use is not able to be confirmed. The field service agent serviced the pump and could not reproduce the reported problem. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time. Other remarks: for complaint involving the same pump and event see MDR#: 3010532612-2019-00238 and tc #1900070505.

Manufacturer narrative:
(B)(4). For complaint involving the same pump and event see MDR #3010532612-2019-00238 and tc (B)(4).

Event description:
It was reported by the rn that the intra-aortic balloon pump (iabp) showed repeated system error 7's, then the pump completely shut down, screen blank, not pumping, the pump rebooted itself and started pumping again. The rn reported that the patient may have had presented contributing factors. In which the waveform was erratic, with runs of multiple pac's (premature atrial contractions), pvc's (premature ventricular contractions). Problem seemed to be resolved after new pump was put in place, removal of excessive arterial pressure (ap) tubing (extra 3 feet), and the addition of a "stabilizer," which was connected to the ap tubing 'most proximal to iabp. There was no report of patient complications, serious injury or death.